Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels of 50 mg/dl to 572 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Customer consumed carbohydrates in attempt to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids; nature of fluids was not known, and manual injections. Customer was discharged 7 days later with no permanent damage. Tandem technical support educated the customer regarding off-label insulin. The customer reverted to an alternate method of insulin therapy.